Manufacturer narrative:
Date of event: used (B)(6) 2020 (first day of the bsc aware date month) as the event date was not provided.

Event description:
It was reported that removal difficulty was encountered. A synergy xd drug-eluting stent was advanced for treatment. However, following the stent implantation, the stent delivery balloon catheter was very difficult to remove from the deployed stent. Two inflations of the stent were performed and the balloon was fully deflated before trying to remove it. There were no patient complications reported.